Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's husband. They said, they called 3-4 weeks ago and changed the settings. The patient was having a lot of problems. They are up to 2.3 and the therapy wasn't working at all. The patient has memory loss so the husband was calling for her. Patient services walked the caller through increasing the stimulation on the phone. They increased the stimulation until they could feel the stimulation comfortably. Patient services told them to monitor it for a couple days and see if the symptoms improve. Caller mentioned they had the manufacturer representative (rep) down to the doctor's office about six months ago and the rep changed the settings. It worked for a while and then quit.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient's husband called back. He said, since they turned the stimulation down it hasn't done nothing for her. Can't hold urine at all it just comes. Caller said, he is calling because the patient has some memory problems. Walked caller through changing to a different program and helped them increase the stimulation to a comfortable level. Told them to monitor their symptoms for a couple days and see if the symptoms improve.

Event description:
Additional information was received from the patient. They reported that they have no control of their bladder. Pt stated due to this they increased stimulation to 3.3 but reported they were feeling a bad burning sensation in their vagina so they had to turn stimulation all the way down to a comfortable setting but reported it's still not managing their symptoms and pt has no control. Pt stated they are wearing depends and changing them about 8 times per day. Pt stated if they get an urge to go they will be wet by the time they get there. Pt stated they don't think their bladder is emptying as they will go to the bathroom and within 8 minutes they are wet again. Pt stated they are "chafed down there" due to constantly cleaning them self. Pt provided event date as "easy over two months" (did not clarify year). Reviewed therapy overview. Pt attempted to connect with ins on the call to change programs but reported getting communicator not found message. Pt then powered on communicator but stated getting "connect charger" message (pt unable to provide any further details regarding this message). Pt stated the communicator battery indicator light was yellow. Reviewed communicator overview. Agent did not ask about the circumstances that led to the reported issue. Pt will charge communicator and will call back once charged for assistance with changing programs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they are still having therapy issues. It only helps for a day after making an adjustment. They connected to implant and switched to a new program and adjusted setting. Patient confirmed stimulation sensation is comfortable. Patient to monitor and track symptoms.

Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said the device was not working. They confirmed by not working the patient meant the device was not helping their symptoms and their bladder was out of control. Troubleshooting was unable to be performed as the handset needed to be charged. There were no device issues or further patient complications reported at this time. Additional information was received from the patient on 2021-jun-08. They reported that they don't feel like the device is working properly and stated they can't feel stimulation. Patient stated they saw their healthcare professional (hcp) at the office and stated they changed to "station number 7, a higher station which I guess I needed". The patient further clarified they changed to a different program at that time. This helped control the patient's symptoms at the time, but reported now it is no longer controlling their symptoms. Due to this, the patient wants to increase stimulation. They have tried making multiple changes since then and stated they made 12 changes to therapy in one day. Reviewed to allow time for body to adjust to therapy changes before making further changes. Patient confirmed understanding. Walked them through how to connect with ins to increase stimulation. Patient confirmed therapy is on at 1.1v on program 2. Patient increased stimulation to 2.2v and confirmed feeling stimulation comfortably. Reviewed max amplitude. The patient will monitor symptoms now that change was made and will follow up with their healthcare professional (hcp) if still not seeing an improvement. The patient provided event date as "about 3-4 months ago". Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on 2021-jul-20. They reported that the issue was not yet resolved. Patient said their unit does not work most of the time. They need advice on this. Additional information was received from the patient on 2021-sep-28. They reported that their first implant worked well but now that they've had their second implant put in, it has not helped them by 50% or better. The patient stated initially it was about 20% successful and now they were 100% incontinent. The patient stated they were wet and they had to wear depends. The patient the urine just "ran out," no ma tter where or what they were doing. The patient stated if they tried to scurry to the bathroom, it was too late and the urine was in their shoes. The patient stated they have tried increasing stim to 6.0 but if they went any higher, the stimulation would "kick off". The patient stated they hadn't verified this with the handset, but stated they knew this because they would no longer feel the stimulation and it would stop helping their symptoms. The patient stated the doctor had not given them any direction on when to change programs but based off their previous calls, they have tried different programs. Patient services had the patient attempt to power on the handset but the patient noted it hadn't been charged in a while and the screen was not powering on. When attempting to charge the handset, they confirmed the handset battery was dead and needed to be charged. The patient stated they were seeing the handset was currently charging on the call. The patient also confirmed that the communicator had enough battery power to continue to use. The patient was going to continue to charge their handset and they were going to call patient services back to continue troubleshooting. The patient mentioned unrelated medical history which included they had major eye surgery recently where they replaced the cornea in their eye (not alleged to be related to the device/therapy.) The patient called back on 2021-sep-29 as their devices were now charged. Patient services walked the caller through the process to connect the handset and communicator to the stimulator but the patient was not able to connect. Patient services had the patient make surethere was no electromagnetic interference (emi) and they confirmed the communicator was not plugged into the recharging cord. The patient was noted to have had the blue side against the skin vertically. The patient stated they thought they could feel the stimulator and noted that they were going to wait and call back when their spouse could help them. The patient stated when they had to get their new stimulator it ended up not working. The patient stated it was working and then it stopped working. A few hours later, the patient called back with their spouse present in order to a ssist with the external device use. Patient services reviewed how to position and reposition the communicator but the patient continued to encounter the "device not responding" message. The patient was redirected to follow up with their managing physician to further assist with external device troubleshooting and bladder concerns.

Event description:
Additional information was received from the patient. They reported that pt went to her hcp and the nurse changed to program 3 at 5v. Pt reports felt stimulation at the hcp office but once home was unable to feel stimulation. Pt husband reports pt is not getting symptom relief and pt is "going all the time". Pt wanted to change program settings for better relief. Agent walked pt's husband through changing settings but were unable to connect. Pt's husband has a hard time with operating the samsung device. Agent recommended written instructions as a resource to try and connect. Agent recommended having a third party assist with connecting. Pt's husband stated it was "just us at the house". Pt reports unrelated medical history of having a complete cornea replacement. Agent recommended calling back if still experiencing trouble after reviewing written instructions. On (B)(6) 2021 the patient reported in a letter that they contacted their managing hcp on (B)(6) 2021. They reported the most likely cause of the device working and then it not working/your therapy relief being about 20% successful and then you were 100 incontinence and the system ¿kicking off¿ was device settings too high/low and said 3rd program. The cause of the inability to connect to the device/device not found message was they didn¿t know how to change programs. They are 80 and don¿t understand some of this. The steps taken were to go on another program. Patient sai d their nurse was very short with her patient with them and would not follow up with their hcp. Device removal is not planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.